Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 66-year-old male patient, the device was unable to analyze. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. Review of the device log history showed the user began the case in manual mode with CPR stat- padz and monitored in lead ii for 13 minutes before switching to pads. However, the device view was never changed from lead ii to pads. The log does not appear to detect ECG in pads suggesting a poor connection. The device and accessories were returned and functionally tested with no fault found. The most likely cause was a poor connection between the electrodes and the CPR connector, but this could not be confirmed. The device was recertified and returned to the customer. No trend is associated with reports of this type.